Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system (serial number (B)(4)) for one patient. The initial elevated access accutni+3 result was above the assay's normal reference range. The patient's sample was repeated three additional times on the same access 2 immunoassay system and recovered with higher results, still above the assay's normal reference range. The initial elevated result was not released from the laboratory. The same patient's sample was also analyzed on a triage instrument and recovered with an elevated result. The customer sent the patient's sample to an alternate facility. The sample was tested on a siemen's xpand analyzer and an elevated result was obtained. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patient's sample was collected in a plasma gel separator tube and centrifuged for three (3) minutes. The customer did not supply the speed or temperature of the centrifugation. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. All system parameters (including quality control (qc), access accutni+3 calibration and system check) were within assay and instrument specifications. No system or hardware issues were identified as contributing to this event. The cause of this event cannot be determined with the available information.